Event description:
This companion 2 driver was not on a pt. Customer in (B)(6) reported that during a system check prior to use, a companion 2 driver exhibited an computer malfunction alarm. This alleged failure mode poses a low risk to the pt, because would did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.